Event description:
It was reported that during set up / inspection for use, the subject flexible scope distal end had breakage. There was no harm or injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had a stain. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bending tube was damaged and there was damage on the ig bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.